Event description:
This complaint is being reported as a malfunction due to the alleged keypad issue. Reportedly, the subject pump will go into suspend mode possibly due to keypad issue. There was no evidence of product misuse. The pump is being returned for investigation. There was no report of patient impact associated with this complaint.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: investigation revealed that all keypad buttons responded as expected; no hypersensitive keys were found. There was no physical damage to the keypad. The pump was exercised for 24 hours with no self-suspensions or alarms occurring. No defect was found on investigation. The complaint could not be confirmed or duplicated.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.